Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection. A surgical procedure was performed in which the device was explanted. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually examined, and leak tested. No damage or abnormalities were found, and it passed the leakage test. The pump was visually examined, leak tested and functionally tested. No damage or abnormalities were observed, and it met leakage test criteria. However, the pump did not meet poppet pressure specifications, as the output reading was below the defined threshold. The balloon was visually examined, leak tested and functionally tested. No anomalies were observed, and it met both leakage and functional test criteria. Based on the information available, there were no device issues reported; however, the pump not passing the functional test could affect product performance. Additionally, the reported patient symptom of infection is a known risk associated with these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection. A surgical procedure was performed in which the device was explanted. There were no further patient complications reported.